Manufacturer narrative:
Device monitored for several days and no blank display noted. Device received with normal operating current. Device passed displacement test, self test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. Device received with cracked reservoir tube lip and cracked battery tube threads. The test infusion set and reservoir does lock into place. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced the high blood glucose. The customer¿s blood glucose was 500 mg/dl. It was stated that the insulin pump was not working. The insulin pump was injecting insulin and having high blood glucose. The customer was not able to verify serial number or troubleshooting for high blood glucose. The insulin pump will be returned for analysis.